Event description:
The account alleged the side rail gave out when the pt went to turn to be changed. The account alleged the right side rial gave way and the pt fell out of the bed. The account stated paramedics had to pick up the pt but there was no injury.

Manufacturer narrative:
Technician performed the investigation and per the account the caregiver assisted the client to roll over for a diaper change. The right rail did not hold and the client rolled to the floor with caregiver assistance. The caregiver stated she heard the side rail click. No injury reported. The technician inspected the bed and found all side rails to be functioning as designed. No issue found with the bed.